Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. The insulin pump was also received with cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the display was black and there were cracks on the screen. The customer's blood glucose was 42 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with milk and cereal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.